Event description:
On (B)(6) 2020, (B)(6) healthcare was notified of a malfunction of a 525ds stationary oxygen concentrator, which was part of a service order (repair order) ro_0264829. The customer stated the device was "very hot, smelled like it was burning, melted all over the frame, [inlet] filter was melted." The user stated they "woke up to the device turned off." Examination of the device revealed evidence of thermal deformation of the device outer cover/cabinet, as well as some deformation of the air inlet hepa filter. There was no adverse patient event reported. The device was returned to (B)(6) for engineering evaluation and root cause analysis, which determined a defective cooling fan as the root cause of the malfunction. The device has both audible and visual alarms that trigger at high operating temperatures, which cause the unit to shut off as a safety precaution. There were multiple high temperature alarms listed in the device alarm log. The device was removed from service and replaced with a new 525ds concentrator. We are submitting this report in an abundance of caution as part of a retrospective review of complaints.